Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11/3/2020. The investigation summary was completed on 11/9/2020: an analysis was performed on the picture that was provided by the customer. According to the picture, the hemostatic valve was observed separated and the catheter was leaking. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was inspected and visual analysis revealed that hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. Due to the hemostatic valve was found dislodged, the vizigo sheath had leaking in the valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and in turn causing leaking. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that the valve of the sheath separated and leaked. It was replaced and the case continued. The root cause of the issue was the sheath. There was no report of patient consequence. While used on the patient, the hemostasis valve appeared to become ¿unseated¿ from inside the hub, it did not break into pieces but separated from the sheath. No air was introduced into the body. No medical intervention was required. There was no hemodynamics compromise due to bleeding (10ml lost). No medical intervention required to stop the bleeding. The event was assessed as an MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 11/6/2020 that the device was returned in the condition reported as the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. The hemostatic valve issue remains assessed as MDR reportable.